Manufacturer narrative:
Product event summary: product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing and pacing capture threshold in the rv (right ventricle) was elevated. Rv threshold spiked to greater than 2.5 volts the week of (B)(6) 2016. Rv impedance trend began falling the week of (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead exhibited a variance in impedance and the impedance had been decreasing. It was also noted that the thresholds were high, out of range. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.